Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 422-535 mg/dl). Insulin injection was administered to address bg. Customer suspected insulin was not being delivered via the pump. Infusion set site was changed; no notable damage was observed to the cannula. Insulin therapy was resumed.